Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of urinary tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple. Less than three months later, patient began experiencing urinary tract infections, deemed not device related. Patient was treated with cefdinir dispersible tablets for a week. Symptoms resolved after three months. At time of resolution, patient's blood test showed that their while blood count, basophils, and neutrophil count were decreased. Those events were deemed to be not serious and mild. Symptoms are ongoing.